Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, one opening extended and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: one opening sharp on the radius. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: one sharp opening on the radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "left implant rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "left implant rupture". The device has been explanted.